Event description:
Docile patient was being transferred into ICU unit bed, nursing staff noticed slight tightening, but not extreme for the central venous catheter in the patients femoral area during transfer. Nurses checked femoral site and noticed the cvc was no longer in the patient. Patient had (1) intact suture and (1) 'untied/broken' suture. One of the nurses examined the cvc and noticed a break in the one side of the suture wing. Nurse states the broken wing was on the side of the intact suture and the intact wing was on the side of the 'untied/broken' suture.